Manufacturer narrative:
Preliminary analysis revealed that the observed behavior resulted from a display issue in case of episodes with long durations.

Event description:
Absence of egms was noted for two episodes recorded in the device memory.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Absence of egms was noted for two episodes recorded in the device memory.

Event description:
Absence of egms was noted for two episodes recorded in the device memory.